Event description:
Spontaneous report. Pump was knocked to the ground when pt moved during infusion; pt was able to finish out the hydration, but pump now just has a blank screen and will not turn on for infusion. No missed dose reported, no adverse event reported the pump is available for investigation, infusion was completed successfully. Indication: other encephalitis and encephalomyelitis. Reported to (B)(6) by pt/caregiver.